Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "laser was going into standby when using the fiber" at 40 minutes and 358,909 joules of use. The procedure was completed using a second fiber. Patient outcome: "no damage to the patient."

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The glass cap exhibited severe devitrification at the output window. The metal cap exhibits severe char. The metal cap exhibits signs of melting at the output window. The identified issues noted above may activate the fiber life function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localised heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.